Event description:
Boston scientific received information that the right atrial (ra) lead was found to have insulation separation and once removed from the device a fracture was noted. As a result the lead was surgically abandoned and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.